Manufacturer narrative:
A request was made for the return of the device for evaluation.

Event description:
Customer called to report infuor alarming indicating "will not pump". Customer does not know when the alarms occurred-before or during use. It is unk if there was a pt injury or med info.